Event description:
Sudden cardiac arrest due to aortic dissection [cardiac arrest]. Fluid in pericardium led to cardiac tamponade [pericardial effusion]. Fluid in pericardium led to cardiac tamponade [cardiac tamponade]. Aortic dissection (likely type a) happened to a part of main thoracic aorta [type a aortic dissection]. Back pain [back pain]. Case narrative: initial information received on 01-jun-2020 from thailand regarding an unsolicited valid serious case received from a physician. This case involves a 70 years old female patient who presented with aortic dissection (likely type a) happened to a part of main thoracic aorta, sudden cardiac arrest due to aortic dissection, fluid in pericardium led to cardiac tamponade, fluid in pericardium led to cardiac tamponade and back pain, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis and hypertension. The patient complained about her painful knees at the visit to reporter on (B)(6) 2020. The patient had an underlying hypertension with ongoing medications and physical appearance was appropriate to her age, be well and readily for treating with ha injection at that visit, and hence a decision to inject hylan g-f 20, sodium hyaluronate was made right away to left knee. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate solution for injection (strength: 48 mg/ 6 ml) (dosage, route, frequency unknown) (lot - unk) in left knee for osteoarthritis with kl grade 2-3 on both knees. The injection procedure was made to complete over 3 minutes of drug injecting and nothing as immediate complication was observed. On (B)(6) 2020, 1.5 days after injection, the healthcare professional called asking how good an improvement she experienced. The reply made by patient's daughter who said that the pain was somewhat relieved. On (B)(6) 2020, 5 days after injection, a complaint was made to the patient's daughter about back pain. None of management was done. On (B)(6) 2020, 6 days after injection, the patients developed sudden cardiac arrest at her home, cardio-pulmonary resuscitation (CPR) procedure was made and rushed to the hospital. The CPR was continued in the hospital. An investigation using echocardiogram by cardiologist and cvt experts discovered an image of aortic dissection (likely type a) happened to a part of main thoracic aorta, complicated with fluid in pericardium led to cardiac tamponade. The patients eventually expired not so long after the hospital arrival on (B)(6) 2020. Autopsy was not made. The reporter believed that the causation of the death was due to aortic dissection, and was unrelated to hylan g-f 20, sodium hyaluronate injection, however timely proximity of the 2 events was noted. Action taken- not applicable. Corrective treatment- cardio-pulmonary resuscitation (CPR) procedure for sudden cardiac arrest. The patient outcome is reported as fatal on an unknown date for aortic dissection (likely type a) happened to a part of main thoracic aorta and sudden cardiac arrest due to aortic dissection; as unknown for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one (batch number: unknown) with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required.it was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA was required. Final completion date: 11-feb-2021 with summarized conclusion as no assessment possible. Additional information was received on 11-feb-2021 from quality department. Global ptc number, ptc results, strength and formulation added. Clinical course updated and text amended accordingly.

Manufacturer narrative:
Sanofi company comment 03-jun-2020: this case concerns a patient who was on treatment with synvisc one and reported to have died due to aortic dissection. Based on the available information, pharmacological plausibility cannot be denied between the event and suspect product due to latency of the events. Although, the ongoing hypertension is also a risk factor for aortic dissection, however, more information regarding patient's concurrent clinical presentation, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Sudden cardiac arrest due to aortic dissection [cardiac arrest]. Fluid in pericardium led to cardiac tamponade [pericardial effusion]. Fluid in pericardium led to cardiac tamponade [cardiac tamponade]. Aortic dissection (likely type a) happened to a part of main thoracic aorta [type a aortic dissection]. Back pain [back pain]. Case narrative: initial information received on 01-jun-2020 from thailand regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old female patient who presented with aortic dissection (likely type a) happened to a part of main thoracic aorta, sudden cardiac arrest due to aortic dissection, fluid in pericardium led to cardiac tamponade, fluid in pericardium led to cardiac tamponade and back pain, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing osteoarthritis and hypertension. The patient complained about her painful knees at the visit to reporter on (B)(6) 2020. The patient had an underlying hypertension with ongoing medications and physical appearance was appropriate to her age, be well and readily for treating with ha injection at that visit, and hence a decision to inject hylan g-f 20, sodium hyaluronate was made right away to left knee. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate (dosage, route, frequency unknown) (lot - unk) in left knee for osteoarthritis with kl grade 2-3 on both knees. The injection procedure was made to complete over 3 minutes of drug injecting and nothing as immediate complication was observed. On (B)(6) 2020, 1.5 days after injection, the healthcare professional called asking how good an improvement she experienced. The reply made by patient's daughter who said that the pain was somewhat relieved. On (B)(6) 2020, 5 days after injection, a complaint was made to the patient's daughter about back pain. None of management was done. On (B)(6) 2020, 6 days after injection, the patients developed sudden cardiac arrest at her home, cardio-pulmonary resuscitation (CPR) procedure was made and rushed to the hospital. The CPR was continued in the hospital. An investigation using echocardiogram by cardiologist and cvt experts discovered an image of aortic dissection (likely type a) happened to a part of main thoracic aorta, complicated with fluid in pericardium led to cardiac tamponade. The patients eventually expired not so long after the hospital arrival on (B)(6) 2020. Autopsy was not made. The reporter believed that the causation of the death was due to aortic dissection, and was unrelated to hylan g-f 20, sodium hyaluronate injection, however timely proximity of the 2 events was noted. Action taken- not applicable. Corrective treatment- cardio-pulmonary resuscitation (CPR) procedure for sudden cardiac arrest. The patient outcome is reported as fatal on an unknown date for aortic dissection (likely type a) happened to a part of main thoracic aorta and sudden cardiac arrest due to aortic dissection; as unknown for rest of the events a product technical complaint was initiated and results were pending for the same.